Event description:
The customer reported that the st holster was giving "green" error codes. The customer was able to finish the breast biopsy using another st holster with the same probe. There were no pt consequences reported. One device to be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis confirmed the customer complaint and found the unit was out of calibration, which caused green cable errors per the customer complaint. To correct the customer complaint of green cable errors, the analysis site performed calibration. The analysis site replaced the blue cable due to they found a broken wire at the blue cable connector, and the blue cable would not stay connected onto the control module. The e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determined if further investigation is warranted.